Manufacturer narrative:
Hamilton medical ag case number is: cer (/b)(4). The case was initially assessed as not reportable (due to unclear information and no issue found with the device. However, during a reassessment it was found reportable according to 21 cfr part 803. Due to the reassessment this case is reported late. Initial device tests have shown no issues with the device. Investigation is still ongoing.

Event description:
The following was reported to hamiton medical ag: initially was reported that the ventilator drained all cylinders in ambulance. It was observed that no technical fault code displayed. A couple of test carried out for the flow and o2 check all ok. 9 years old patient bagged for last 10min without o2. And ventilator drained all cylinders in ambulance and transfer trolley almost 5oool of 02 during a transfer to dublin temple street. Tested unit using one e type cylinder 600l 02 and found unit used all 02 in 35 minutes. Tested MRI t1 vent with same circuit and lung and found MRI unit only used 1/4 cylinder of 02 in 45 minutes of use. Rested original t1 with same circuit and lung and unit seemed to be consuming 02 at a more reasonable rate using about 1/4 of cylinder of 02 in 35 minutes. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The case was initially assessed as not reportable (due to unclear information and no issue found with the device. However, during a reassessment it was found reportable according to 21 cfr part 803. Due to the reassessment this case is reported late. Initial device tests have shown no issues with the device. Investigation is still ongoing. Follow-up 1 - device evaluation: investigation: no hardware was returned to hamilton medical ag for investigation. However, with this investigation it has been confirmed by the technician on site, that the device did not fail to meet its specifications at the time of the event while the ventilator was in use. Flow and o2 mixer tests were performed by the partner (after the issue) and passed. Conclusion: the statement that the o2 consumption of the device was too high is a claim without evidence. Leakage(s) outside of the device cannot be identified by the device, unless pressures below critical levels are detected. No pre-op check was performed before the patient was connected to the device. A device that was not calibrated may measure inaccurately. According to the technician of our distributor, all tests performed with the device passed. Based on the available information, no technical issue could be detected.

Event description:
The following was reported to hamilton medical ag: initially was reported that the ventilator drained all cylinders in ambulance. It was observed that no technical fault code displayed. A couple of test carried out for the flow and o2 check all ok. 9 years old patient bagged for last 10min without o2. And ventilator drained all cylinders in ambulance and transfer trolley almost 5oool of 02 during a transfer to dublin temple street. Tested unit using one e type cylinder 600l 02 and found unit used all 02 in 35 minutes. Tested MRI t1 vent with same circuit and lung and found MRI unit only used 1/4 cylinder of 02 in 45 minutes of use. Rested original t1 with same circuit and lung and unit seemed to be consuming 02 at a more reasonable rate using about 1/4 of cylinder of 02 in 35 minutes. No health impact or consequences.